Event description:
Spontaneous call from pt. Pt states cadd ms3 pump sn (B)(4) has lost its programming. When loading the pump states program default and when pressing done on the pump, the pump asks for programming. Cnss visited pt yesterday and today, and both pumps were fine but now one has lost programming even though batteries were in both from yesterday to now. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.